Manufacturer narrative:
Additional information. H3-device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found haptic deformed . Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -16.50 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic deformed and residue on lens. This is a re-submission of supplemental #1 because first report was submitted with wrong MFR number. Claim# (B)(4).